Event description:
When decision rules are saved and later restored in languages other than english on the unicel dxh 800 coulter cellular analysis system, the word "or" (french=ou) is replaced by "and" (french=et) in the decision rule. This may cause the "then" portion of the rule to not be triggered and the potential for erroneous results to be released without review, if the system is configured for auto release function. No erroneous results were reported out. There was no death, injury or change to patient treatment as a result of this event.

Manufacturer narrative:
Typically, decision rules are restored only when following a system manager failure requiring sw re-installation or when transferring decision rules to another system manager. Per product labeling: restoration of previous information may negate changes made since the configuration was last restored (or the database was last saved). Please verify the appropriateness of setup / configuration information before proceeding. Root cause is due to certain keywords being written incorrectly into the configuration file in the system.